Event description:
I had essure placed in (B)(6) 2007 and shortly after, I had heavy periods and painful cramps. I have had abdominal pain hospitalized and 2 surgeries in (B)(6) 2012. In (B)(6), I had my right tube removed because it was bent and blood vessel wrapped around it causing pain. I'm still in constant abdominal pain almost daily. I have been diagnosed with anemia. When I asked my doctor in 2007 if it was safe to place this because of the nickel since I have reactions to nickel, he said it was fine and essure had very minimal amount of nickel. I suffer daily with heavy bleeding filling pads and tampons with still leaking on my clothes and cramps so severe that I can't function. I have been diagnosed with migraines in 2009.